Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: addr01 ipg, implanted on (B)(6) 2007. (B)(4)

Event description:
It was reported that the patient had pocket stimulation from the right atrial lead. The lead had low pacing impedance and was sensing and pacing in unipolar. The lead was capped and replaced. No further patient complications have been reported as a result of this event.